Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that faulty row board and damaged retractor bands caused the communication failure and were resolved through component replacement. A field service engineer verified auxiliary half-height drawer 3.1 row b cubies were not on the bus, identified a damaged retractor band and replaced it; after continued failure, reseated cables with no resolution and replaced the row board, restoring functionality. Preventive inspection identified damage in drawer 3.2 retractor band, which was proactively replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and not detected on bus. Customer tried to reboot but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.